Event description:
It was reported that the patient underwent an initial c/m elbow replacement. Subsequently, it was stated that the linkage pin had disengaged which caused an increase in pain and reduced rom in the right elbow. A revision procedure was performed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). 32810505302 62635652 interchangeable ulnar assembly. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and pictures. Visual examination of the provided pictures identified the inner pin is dented. Review of the available radiographs identified that disengagement of pin is confirmed resulting in malalignment that would lead to revision. No fracture identified. Implant fit is maintained without evidence of loosening but there is malalignment with valgus elbow orientation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.